Event description:
Needs maintenance IV fluids.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while traveling through a narrow elevator door that closes quickly the IV pump was lightly bumped when the bed pole wobbled unexpectedly over a bump on the threshold. A sharp edge on the pump cut the IV tubing and leaked. Two of the contributory factors listed in the report are that the new pumps are very wide and stick out into narrow doorways in elevators. Also, another contributory factor noted in the event is that the new IV pumps have sharp edges. There was no patient harm.